Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam.the patient alleges have irritations and plaques on the body, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.